Event description:
The account stated that the axsym analyzer printout shows a discrepancy. The account ordered the hbsag, ausab, total psa and hcv assays for a patient but when the sample report was printed it showed ferritin was ordered instead of the hbsag assay. All other ordered assays were included in the printout. The application specialist supervisor stated that he does not believe it is a printer issue since there was no issue on the second printout. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Complaint text indicates patient ID # (B)(6) had orders for (B)(6). The sample report printout gave a value for ferritin and not for (B)(6). The report was printed a second time and a result for (B)(6) was on the printout. Troubleshooting performed included re-installing axsym software version 6.0 and performing rebuild indices. The customer utilizes an lis system and the data sent through the lis system was correct for this patient. There was no impact to patient management documented. No additional information was received. Review of service history of axsym (B)(4) indicates there have been no other occurrences for the customer described issue. Review of the (B)(6) 2009 ((B)(6) 2009 data) for the product improvement team and executive management review metrics identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of the abbott database found no similar complaints for the customer described issue. Service history review indicates there were no other occurrences of the customer described issue. Review of the axsym 6.0 software source code for sample report functionality does not indicate potential cause for printing a wrong assay name in the sample report. No additional complaints were found for the customer described issue and metrics review identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym system operations manual provides adequate information concerning reviewing, releasing, transmitting and printing patient results. Based on the available information the exact cause for the issue could not be identified. A deficiency of the axsym system or axsym software version 6.0 was not found.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.